Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a new cardiac resynchronization therapy defibrillator (crt-d) implant, this right ventricular (rv) shock lead impedance was measuring around 40 ohms. A couple days later, a invalid data message was observed. During a clinic visit the next day, the sli measurement was greater than 200 ohms. Daily measurements and sensing were consistent. The following day, measurements were in the 40's. Boston scientific technical services (ts) requested a memory dump, for evaluation. However, the physician was comfortable that it was a random measurement error. The cause remains unknown. No adverse patient effects were reported.